Event description:
A house fire originated while a millennium oxygen concentrator was in use. There were no deaths or serious injuries reported. The origin of the fire has not been determined at this time. The device will be forwarded to an outside independent lab for further investigation.

Manufacturer narrative:
This report is being submitted since the device has not been evaluated by the manufacturer and the device has not been eliminated as the cause of the fire at this time. The device will be forwarded to an outside independent lab for further investigation. Once the investigation is complete, a follow-up report will be submitted.